Manufacturer narrative:
The subject device was inspected at sorc. It was confirmed the reported phenomenon which occurred by the damaged ccd part of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of sorc, omsc surmised it might be occurred due to the failure of the image sensor unit or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found the image of the subject device was the irregular color tone (magenta only or green only image). The subject device had been returned to sorc for repair of the noised image. The occurrence date of the event is unknown. There was no patient injury associated with this report.